Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Upon the patient's presentation to their physician, a high out-of-range shock impedance measurement of 125 ohms was observed on the right ventricular (rv) lead; the alert threshold was reprogrammed to 150 ohms in response. Further review by boston scientific technical services (ts) found shock impedance measurements had slowly been increasing over the preceding year. Ts noted that a measurement of 125 ohms is not uncommon for a single coil lead and stated stored electrograms (egms) appeared free from noise or artifact. Ts suggested that the physician's reprogramming of the alert threshold was suitable in conjunction with continued monitoring and normal follow up. No adverse patient effects were reported. This system remains in service.